Event description:
A problem of not isolated probe (rs-17) occurred in one of our customer place (tenon).

Manufacturer narrative:
Device not returned for evaluation. Device history record review did not show any issues.